Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. Investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. The other sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 2 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: needles used for vaccines are defective. Resistance is felt on plunger when pushing air through syringe. It feels as though needle is occluded or narrowed, although this is not visible.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: needles used for vaccines are defective. Resistance is felt on plunger when pushing air through syringe. It feels as though needle is occluded or narrowed, although this is not visible.